Event description:
The customer reported that there is no alarm tone when pressure is released from the pad. There was no patient injury reported.

Manufacturer narrative:
(B) (4) - product has been requested to be returned but has not been received. (B) (4).